Event description:
It was reported that the customer's insulin pump was receiving alarms and one of the buttons became unresponsive. It was stated that the customer stored her insulin pump in a cooler and it was exposed to water. The customer's blood glucose was 230 mg/dl. Furthermore, the insulin pump would not rewind and produced a motor error alarm during a displacement test, which the insulin pump failed. It was advised that the customer discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No button anomaly, constant tone, error alarm or resetting anomaly was noted due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.